Manufacturer narrative:
Event date: exact date unknown, event occurred in a while from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site. It was also noted that the ipg was difficult to charge due to ipg migration. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to hospital policy. No device malfunction was suspected.